Event description:
A hosp rep reported arcing and sparking when a high frequency cable was used with an olympus working element. Although the cable was replaced, the physician still observed sparking when the same working element was used with the replacement cable. No injuries were reported.